Event description:
The account generated a false positive (3.9 iu/ml) axsym toxo igg result on a specimen that repeated axsym toxo igg negative (0, 0 iu/ml). In 2008, the patient tested latex toxo negative. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Correction of the manufacturing site from (B)(4) to (B)(4). This report is being filed on an international product, (B)(4), that has a similar us product distributed in the us, (B)(4).